Event description:
The customer reported the new small bore feeding tube from enfit is leaking at the y-site. There is a hair line crack in the plastic between the lip of the port and the purple part of the tubing, causing tube feeds and enteral medications to leak and collect around they site.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Additional information. The device history record (DHR) was reviewed showing no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Sample evaluation could not be performed because no sample nor photo was available. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The root cause could not be determined as the complaint was not confirmed. A risk assessment was performed to determine the occurrence of the reported failure mode. This complaint will be used for tracking and trending purposes.